Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the pump was bumped against a hard surface. There was no adverse impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy until they could obtain a new pump.